Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during inflation the feeding device balloon allegedly leaked sterilized water from the shaft. There was no patient contact.